Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of eol was not confirmed. There was no allegation against the device performance. The device was electively replaced as the patient no longer wanted a rechargeable device and had requested a non-rechargeable device. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry and output signal integrity, all test steps passed.